Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent undersensing and far field r-wave (ffrw) oversensing on the right atrial (ra) lead during stored electrograms (egm). It was also noted there was pacing "at weird times" on the telemetry. Follow up concluded no intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.